Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported to the arjohuntleigh representative that spreader bar came loose during use: "(...) Had fasten the top straps and was getting ready to fasten the bottom straps. When the bar fall on to her lap". No injury occurred as a result of this incident. Device examination showed that the top cap on the jib was cracked and spreader bar's pin was damaged. However it was not possible to re-create this event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of similar cases where a spreader bar came loose from the lifting arm. With the amount of sold devices and comparison to daily use of a device, we find the occurrence rate since 2010 to be increasing but very low. The device was inspected by an arjohuntleigh representative at the customer site. Due to the reported malfunction it was found to be out of its specification. The device was being used for the patient handling and in that way contributed to the reported event. This spreader bar (that holds the sling and patient) to t-bar (that connects to the lift device) attachment is called the "lock & load system" in the labeling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch would need to be manipulated in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. This complaint concerns an event where a resident was transferred from bed. In this transfer situation the most likely circumstance for the separation of the spreader bar from the lift device would be that the spreader bar was lowered onto a solid object when lowering down, with the lock & load system not engaged correctly. No information about any of obstructions was provided. However it is most likely that the bed could contribute to the detachment - e.g.: lowered onto bed and the user to keep pushing handset down button. Digging further, there are two possibilities resulting that would explain the incorrect engagement of the lock & load system: the spreader bar was interchanged before the event, and the person performing this activity did not engage the spreader bar in the t-bar correctly, it was balancing on the t-bar. The spreader bar was inadvertently lifted upward during use of the device, per example when lowering the spreader bar close to the patient or when attaching the sling. In this case locking clip: a) would need to be faulty - should be easy to notice as a clicking sound appear during attaching. B) would need to brake when lowering onto some object, but a cracking sound would have been heard. The received information showed that there was only one malfunction with the spreader bar: broken positioning pin, however our use simulations showed that it is not likely that missing pin could have caused or contributed to the spreader bar's detachment. In accordance to the service technician: the pin was completely damaged as a result of it [reported event], but possible signs of wear may have been visible. The examination of the device confirmed also that locking clip was "fully functional", therefore we can state that no malfunction was found with a lift that caused or contributed to the reported event. It is therefore concluded most likely that the lock & load system was not engaged correctly as the patient was being positioned onto bed because the spreader bar was inadvertently separated from the t-bar when lowered down and because this went unnoticed as the patient was being lifted off the surface before the transfer. The scenarios presented above are part of use simulation (maxi move spreader bar dislocation and function of guiding pins) presented in report 100012960. This test report includes not only issues with guiding pins, but also simulations concerning not engaged spreader bar and locking clip. - report conclusion related to misuse: "the only method we could simulate to have a spreader bar detach during use and under load (with the weight of the person in transfer taken on) is to not place it so that it locks into the t-bar but balance it on top of the t-bar. No other issue appears likely to cause a drop of the person in transfer before lowering". - report conclusion related to combination of misuse and malfunction: "when the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar and the spreader bar is lowered onto an object (e.g.: bed, chair) the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case the spreader bar will topple away from the face of the person". Product instruction for use (IFU) is attached with each device. IFU (04.km.00_1gb from april 2006) informs how to disengage and install spreader bar: "to remove an existing attachment, hold the unit carefully and to release, depress the retaining catch on the attachment yoke. Then lift the yoke upwards and away from the carrier), store carefully for future use. Select the attachment required then carefully lift the unit up and allow the recess in the yoke to fit around the carrier shaft. Ensure the yoke drops down over the carrier and the retaining catch engages" for this procedure IFU warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib". In 'care of your maxi move' section instruction for use informs about daily checks, it includes: "check that all external fittings are secure and that all screws and nuts are tight. The broken positioning pin in a spreader bar -by itself- is not likely to lead to its detachment, therefore it is likely that locking clip was either damaged before, or was broken when lowering the resident onto bed. In the second case, a spreader bar was no longer hanging supported by its own weight, what caused detachment. From the received information and our evaluation as presented above, user error cannot be ruled out as not correctly engaging spreader bar and its poor condition most likely contributed to the reported event. It is also very likely that spreader bar was lowered onto rigid surface (bed) and incorrectly attached spreader bar was pushed upwards. This is in line with other similar reportable complaints and our test simulations. The received information and our evaluation as described above are showing that if maxi move's handling procedures were followed in accordance to instruction for use, there would be no patient or caregiver at risk.